Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device did not seem to be working at all as the patient had a return of symptoms (urgency) and they seem to be "worse than before the device." The caller states "it¿s not giving me any relief, and I might have to have it removed." The patient tried making adjustments to the settings and programs but is still not getting any relief and they had put the stimulation too high once and it caused them pain so they turned down the stimulation. Patient reported that they had x-rays done with their managing hcp. Patient was directed to follow up with hcp or field representative.